Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the spouse heard the patient making an unusual sound in the other room and went to check on him. She found him incoherent and alternating in and out of consciousness but his cgm displayed 121 mg/dl. She suspected he may be having a stroke and called emergency medical services (ems). Ems performed a bg upon arrival which was 25 mg/dl and administered IV glucose. The patient regained consciousness and was transported to the hospital. In the emergency department, the patient received additional IV glucose, and ingested food until his bg stabilized. He was released four hours later. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.